Event description:
The pt stated that he was taking off his coat when he noticed that his infusion set tubing has separated at the luer lock. He stated that he checked his blood glucose value and it was 245 mg/dl. His normal range is 150 mg/dl. He reported that he changed his infusion set and administered a bolus to reduce his blood glucose value. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the infusion set therefore no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.